Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had knee replacement surgery in 1992. Revised ortholoc whiteside ortholoc modular total condylar tibial insert on (B)(6) 2016 due to instability. Replaced with advantim duramer total condylar insert.